Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son's blood glucose was 400 mg/dl. The customer was treated with an insulin pump bolus. No troubleshooting or discussion of symptoms occurred for the high blood glucose. The insulin pump was not returned or replaced.